Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on 10/31 (year unconfirmed) at an unknown time. He tested on the subject meter and an unknown value that was "45-55 mg/dl" points higher than the lab result of "79mg/dl" performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patient manages his diabetes with an unknown type/dose of insulin through pump therapy and it is not known if he made any changes to his diabetes management regimen in response to the alleged issue. He claimed that several months before the alleged issue occurred he was experiencing symptoms of "numbness in tongue and lips, short patience, hard to think, vision impaired" and denied receiving any form of medical intervention despite his symptoms. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the test strips were unexpired and stored correctly, and the testing technique was correct. Replacement products have been sent to the patient and subject products were requested back for investigation. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow up #1 (06/10/2013)-device evaluation: the meter and test strips involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on 05/21/2013 and 05/23/2013 respectively with the following findings: the alleged complaint was observed on the error log, but pa was unable to reproduce failure in test. The test strips passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject product(s) has been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.